Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and revealed that the tubing was separated from the base of the filter. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tube of a clearlink y-type blood/solution set was cut at the base of the filter chamber. This was noted before use. There was no patient involvement. No additional information is available.